Event description:
It was reported by the customer that when transporting an obese patient to the ambulance they went over a water drain and the grate cover broke, causing the front left wheel of the stretcher to get caught and the cot wheel broke as well. The cot tipped over, and the patient reportedly sustained a contusion to the left eyebrow. No medical intervention was required. It was further reported one of the emts sustained an unspecified injury as well.

Manufacturer narrative:
It was reported that during the transport of the patient to the ambulance, the crew went over a water drain and the grate cover broke, causing the front left caster of the cot to get caught and break off. This then caused the cot to tip over, and the patient reportedly sustained a contusion to the left eyebrow which required no additional medical intervention.

Event description:
It was reported by the customer that when transporting an obese patient to the ambulance they went over a water drain and the grate cover broke, causing the front left wheel of the stretcher to get caught and the cot wheel broke as well. The cot tipped over, and the patient reportedly sustained a contusion to the left eyebrow. No medical intervention was required. It was further reported one of the emts sustained an unspecified injury as well.